Event description:
Caller reported experiencing cgm error 42 multiple times on pump, though pump reset had not been previously performed for this error in the last 24 hours. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. Customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.